Event description:
It was reported that the patient's lead was removed due to an allergic reaction. The patient's body "rejected" the lead. She was admitted to the emergency room in 2008, and the lead was removed. The patient experienced pain and a burning sensation at the lead site. The patient had a lot of fluid and blood in the bandage area. When the bandage was removed it "flooded the bed". The patient currently has muscle soreness where the device was implanted at. Further info is still being requested from the hcp.